Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that they experienced under delivery of insulin and high blood glucose level of 600 mg/dl. The customer had not reported the symptoms. The customer states treated with pump. Customer's current blood glucose value was 267 mg/dl. Customer's blood glucose value was 600 mg/dl at time of incident. Customer reported that he has been running high. Troubleshooting was performed. Customer states pump does not allege under delivery. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Customer declined to check for the presence of leaks or air bubbles. Customer declined to check for possible site/insulin issues. Customer assisted to perform self test and it passed. Explained the 2 high blood glucose rule. Customer was advised to change entire set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer further declined to perform the high and low blood glucose. The product was not returned for analysis.